Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 correction. Health effect - clinical code should also include 1980 - undesired nerve stimulation. Health effect - clinical code should also include 4521 - cramp(s)/muscle spasm(s). Medical device problem code should be 1574 - inappropriate/inadequate shock/stimulation rather than 023 - therapeutic or diagnostic output failure.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.